Event description:
In the article outcomes of arthroscopic scaphoid excision and lunocapitate fusion for advanced traumatic arthritis of the wrist" by won-taek oh, et al., a retrospective review of all patients who underwent surgical salvage procedures for symptomatic stage ii or iii scapholunate advanced collapse (slac) or scaphoid nonunion advanced collapse (snac) of the wrist including patients who underwent arthroscopic lc fusion with scaphoid excision between january 2013 and february 2017 and all patients were followed up for at least 2 years postoperatively. During the surgical procedure of arthroscopic scaphoid excision and lc fusion, after placing the patient's index, middle, and ring fingers in finger traps, the patient's arm was suspended in an arc wrist tower (acumed, hillsboro, or, USA) using 5 to 8 kg of traction. Headless compression screws were also used but it is unknown who manufactured the headless screws. In the article, it was stated "however, radiographic loosening around the headless screws between the lunate and capitate was observed and could be an insidious imminence." Despite it being unknown who manufactured these screws, this report is being submitted. No issues were reported with the arc wrist tower device.

Manufacturer narrative:
Manufacturing and inspection records could not be reviewed as device model number and batch/lot number is unknown . The device was not received for evaluation. Based on the information received, the root cause could not be determined.